Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine follow-up, high capture threshold was observed. It is suspected the cause was possibly lead dislodgement. Lead repositioning was unsuccessful as the helix could not be extended. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.